Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During examination, the foreign material could not be identified. It was unknown if the reprocessing was conducted in accordance with IFU (instruction for use). Examination of the device showed device deformation at the bending section cover and the connector cover. The foreign material possibly remained in the device due to the physical damage. However, olympus could not identify a definitive root cause of the event. The events can be detected and prevented in accordance with the IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material at the objective and light guide lenses. There were no reports of patient involvement.